Manufacturer narrative:
A customer in the (B)(6) notified biomérieux of false susceptible oxacillin results for a staphylococcus aureus strain in association with vitek® 2 ast-p633 test kit. An investigation was performed. The strain identification was confirmed as staphylococcus aureus with the vitek® gp card. The presence of one (1) (B)(6) strain was confirmed by pcr meca (B)(6) and kirby bauer cefoxitin (fox kb) resistant (d = 14 mm). The reference method for oxacillin (agar dilution) gave a susceptible result (mic=2 mg/l). Two (2) vitek 2 ast- p633 cards were tested from cba culture. One card was from the customer lot 7330319203 (cl) and one card from random lot 7330040203 (rl). The results for both lots tested, were oxsf negative and susceptible ox (mic </= 0.25 mg/l with cl and 0.5 mg/l with rl) with "acquired penicillinase" phenotype. The ox value is an essential agreement error (underestimation) with the reference mic (ad = 2 mg/l s), but no category error. The oxsf negative test is not correlated with the disc diffusion result (fox kb d = 14 mm r). In conclusion the customer results (ox s and oxsf negative test) were reproduced. The non-detection of the (B)(6) strain is due to the false negative oxsf result (late growth in the oxsf well in the card). The strain exhibited atypical growth.

Manufacturer narrative:
Corrected data: report 1950204-2017-00303 supplement 1 (submitted 12/01/2017) was incorrectly submitted. The correct information is contained in this 1950204-2017-00303 supplement 2 report. A customer in the united states notified biomérieux of a misidentification result in association with vitek® 2 gp ID test kit (ref 21342), lot 2420136103. The customer submitted the strains for evaluation. An investigation was performed. The two submitted strains were subcultured resulting in two (2) distinct colony morphologies for each, a large white colony and a smaller gray colony. A total of four (4)strains were tested for this investigation. Testing included gp cards from the customer and a random lot, in duplicate. Testing was also performed with the vitek® ms. A total of sixteen (16) gp cards were tested, all resulting in excellent identifications of staphylococcus aureus. The strains were also identified on vitek® ms as s. Aureus with a 99.9% confidence value. The investigation concluded that the vitek® 2 gp cards performed as expected and no further action is required.

Event description:
A customer in the united states notified biomérieux of a misidentification result in association with vitek® 2 gp ID test kit (ref 21342), lot 2420136103. The customer tested a urine culture isolate with vitek® 2, which identified the isolate as staphylococcus aureus. The test was repeated with the same result. However, the latex agglutination test and tube coagulase test were negative. No wrong results were sent to a physician, as the isolate was reported as coagulase-negative staphylococci. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.